Event description:
It was reported that during preparation for an unspecified procedure a balloon hole was noted. During opening of the synergy/6-2/5.3/135 balloon a hole was found. This occurred outside the patient. The procedure was completed with non bsc product. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)